Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge." And "the t:slim x2 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer was not using room temperature insulin when filling the cartridge and had refilled/reused the cartridge. Tandem technical support educated the customer on best practices when using cartridges. The customer experienced an elevated blood glucose (bg) level described as "high" and a manual injection was administered to address bg. Reportedly, the customer reverted to manual injections for diabetes management.